Manufacturer narrative:
No product samples were received for investigation. The reported filter leak was not confirmed by investigation. No product samples were received for investigation. Two pictures were provided by the customer showing a filter with yellow fluid internally but the reported leak could not be confirmed by the pictures provided. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 918685h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is not available for investigation.

Event description:
The event involved a primary plum set that was noted at 2:15 p.m. To have leaked doxorubicin from the filter of the tubing. This leak was noted to have occurred during the end of the infusion. It was reported that a small drop of fluid was observed on the patient¿s blanket (about an inch in diameter) by a presence of a stain. The infusion was stopped, removed, and sent to the pharmacist. The patient and relative were instructed to take a bath and change their clothes. The single contaminated linen was disposed of in a chemo waste bin. The patient was transferred to a different room. Three small drops of doxorubicin were noted on the floor. The chemo pharma and housekeeping were informed of the incident and responded by decontaminating the spill. The patient was transferred to room 837 and resumed their chemotherapy medication. Dr. (B)(6) was informed of the incident. There was no report of injury, additional treatment, no human harm, and no delay in critical therapy.